Event description:
Rn assessing IV mid transfusion for patient at 1230 pm. Upon arrival to bedside. Rn noted two drops of frank red blot on patients forearm. Upon further investigation, the IV site with unremarkable. When retracing the tubing, it was found to be leaking at the max cap connected to the I-connector. Rn tightened max cap and restarted transfusion. Leaking still noted at max cap. Manufacturer response for extension set, smallbore pressure infusion (400psig), ext set w/remv microclave clear, purple c (per site reporter). Yes, they were made aware on [date redacted]. Currently awaiting manufacturer response.